Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a patient was undergoing an av access procedure with a gore® viabahn® endoprosthesis. The device was advanced over a .035 guide wire, through an 11fr sheath, around a tortuous segment. When deployment of the device was attempted, the device did not deploy. It was decided the device would be removed. During attempted removal, the sheath backed out of the patient. A cutdown on the vein was performed in order to remove the device. Another covered stent was utilized successfully to complete the procedure. The patient did well.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Updated to reflect the date the engineering evaluation was completed. Device received by gore (B)(6) 2017. The engineering evaluation stated the following: the following observations were made: the device returned with an introducer sheath, which was not evaluated as it is not a gore device. The endoprosthesis was longitudinally compressed. The tip-end of the device had 32 mm of exposed distal shaft, upon which the endoprosthesis is mounted. The transition end had 13 mm of exposed distal shaft. The outer zipper was deployed approximately 40 mm. There was a circumferential row of bent struts at the row nearest to the transition of the endoprosthesis. There was 1 deployment line fiber looped on a strut approximately 30 mm from the transition end of the endoprosthesis. Deployment was able to be continued with traction of the deployment line at the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified.